Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A patient (pt) emailed pats. They needed to be contacted by a manufacturer representative (rep) about stimulator implants. They will be having a stimulator implanted and their surgery is scheduled for (B)(6) 2026. The pt stated they had a trail that had problems but will go forward with operation. Additional information was received from the patient (pt). Pt clarified that the probes were too close to damaged disc t7-t8. Pt said they had serious pain at t7-t8 during the trial. Pt said the cause of the trial problems was the placement of probes. Pt said they met with their healthcare provider (hcp) to use paddle and remove part of the vertebrae. Pt said that implant surgery had been completed.